Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. It was observed that the ok and down arrow key contacts are inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up arrow, down arrow and ok buttons are not working properly. The patient reported that the pump is not exposed to water and there is no damage to the keypad.